Event description:
A caller reported an issue involving a discrepancy between the displayed and actual time on a pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Customer technical support assisted the caller with updating the pump time and advised monitoring the situation, with further action suggested if the discrepancy recurs. The caller understood and acknowledged the guidance provided.